Event description:
New information received notes that programming changes were made on the patient's implantable cardioverter defibrillator (ICD) to address the post--paced t-wave oversensing issue. There were no patient symptoms before, during, or after the programming changes.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin transmission. It was discovered that the patient's implantable cardioverter defibrillator was post-paced t-wave oversensing. No intervention took place at the time and the patient would continue to be monitored. The patient was in stable condition.